Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised and was bent distally towards the tip of the device. This damage may have initially occurred during the advancement of the device and may have been aggravated further during withdrawal. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred during a percutaneous coronary intervention. The target lesion was located in the ecstatic and calcified coronary artery. During insertion of a guidezilla and 32x4.0 promus premier, it was noted that difficulty crossing the lesion occurred. Both devices were removed from the patient. It was noticed that the tip of the guidezilla looked "a little bit frayed or defective" and a strut was lifted on the promus premier device. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred during a percutaneous coronary intervention. The target lesion was located in the ecstatic and calcified coronary artery. During insertion of a guidezilla and 32x4.0 promus premier, it was noted that difficulty crossing the lesion occurred. Both devices were removed from the patient. It was noticed that the tip of the guidezilla looked "a little bit frayed or defective" and a strut was lifted on the promus premier device. The procedure was completed with a different device.